Event description:
It was reported the customer received an error message when the programmer was powered on. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis was able to confirm the error message.